Event description:
The patient was enrolled in the champion-af study with a patient identifier of (B)(6). It was reported a transient ischemic attack (tia) occurred. On (B)(6) 2022, the patient underwent successful placement of a 24 mm watchman flx device with complete laa seal and deployed device diameter of 16.0 mm. Prior to index procedure, aspirin (81 mg) was administered. On (B)(6) 2022, the patient was discharged on aspirin (81 mg) and apixaban (5 mg). On (B)(6) 2022, 7 days post index procedure, the patient experienced a tia. Of note, baseline transesophageal echocardiogram (tee) assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus or complex atheroma. At the time of event, the subject was on aspirin and apixaban. No corrective action was taken in response to the event and it was considered resolved the same day.